Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The hyperglycemia began following an infusion set change on 2024-06-10. No further infusion set changes were logged during the event. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by at least one infusion set failure, and a failure to follow the ketone action plan.

Event description:
On 6/21/24 a beta bionics clinical diabetes specialist (cds) was made aware by a healthcare provider (hcp) that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 6/11/24. The cds contacted the user to review the incident and spoke with the user's daughter, who is the user's caretaker. The daughter stated that she had checked for ketones when she noticed hyperglycemia and changed the infusion set on the morning of 6/11/24. She changed it out a second time that day. The daughter mentioned that each time she removed a set, the cannula was kinked. The user was using the convatec inset (23", 6mm) teflon cannula infusion set. To avoid this issue in the future, the user will be switched to convatec contact detach (23", 6mm) steel cannula infusion sets.